Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number ip-00492799. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with 550cc mentor gel implants on (B)(6) 2019 developed left break baker grade IV capsular contracture and seroma. The patient underwent left open capsulectomy and implant exchange with another 550cc mentor gel device on (B)(6) 2019. There was approximately 300 cc of clear serous fluid in the breast pocket. It is unclear whether or not the fluid was tested or suspected of malignancy. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available.